Manufacturer narrative:
The subject device was discarded by the user facility and was not returned to olympus medical systems corp. (Omsc) for evaluation, so omsc could not determine the detailed cause. As checking the following manufacturing records of the same lot for the subject device, nothing abnormal related to the reported event was detected. Opening/closing movement of basket. Withdrawing of basket. Shape of basket. Omsc considers that the incarceration might occur because the calculus could not go through the bile duct under the following conditions. The calculus was larger than the papillary orifice. The bile duct was narrow. A large number of calculi were grasped at one time. The basket was deformed while repeatedly retrieving the calculus. In addition, the instruction manual of this device calls for attention as bellow. Check that no abnormality is detected in the action of the handle. If there is any abnormality, the calculus may not be retrieved and/or the basket with calculus engaged may not be removed from the body. When the basket does not open and/or close smoothly, do not apply force but move the forceps elevator, set the scope's angle back, or move the position of the basket until the basket opens and closes smoothly. If the action is forced, the tube may stretch and the resistance of the handle may increase. Also the calculus may not be retrieved, and/or the basket with calculus engaged may not be removed from the body. This instrument will deform and/or deteriorate by performing calculus retrieval. Repetition of calculus retrieval will extend the effect. By such deformation and/or deterioration, calculus may not be retrieved and/or the basket with calculus engaged may not be removed from the body. If calculus retrieval needs to be repeated in a single case, make sure to check the action and the appearance each time that no abnormality is detected (e.g. Basket wire cut or worn, tube sheath bent etc.). Stop use when any abnormality is detected.

Event description:
On a calculus retrieval procedure before placing the stent in the common bile duct, the doctor was retrieving the calculus with the subject device, but it was incarcerated. The doctor released the incarceration with the mechanical lithotriptor ((B)(4)). After that, though the doctor crushed the calculus using (B)(4), the procedure time became longer, so the doctor judged that it was impossible to retrieve all the calculi, and then the doctor completed the procedure after placing (B)(4). No patient injury other than this reported phenomenon has been reported.